Manufacturer narrative:
The device was returned to for repair. A visual inspection and functional test were performed. No appearance of physical damage. Primary audible alarm post. Acu watchdog failure is a secondary alarm related to the primary audible alarm post was identified in the event history log. Was unable to duplicate the acu watchdog failure or primary audible alarm post error that was reported by the customer during device analysis. Speaker does operate as intended. Replaced speaker as a preventive. Performed pm maintenance and all functional testing. The root cause of the issue could not be determined.

Event description:
It was reported that a primary audible alarm bgnd test/acu watchdog failure was experienced.